Event description:
A non health care professional reported that following the cataract surgery with intraocular lens (iol) implant procedure the patient experienced poor quality of vision. The iol had been exchanged in a secondary procedure. Additional information received and stated that there was no impact to the patient.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).